Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported aortic insufficiency and patient conditions (cardiogenic shock and acute decompensated heart failure) could not be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022. The patient was upgraded to status 1e in the transplant list status post left and right ventricular assist device (lvad and rvad) implant. The upgrade was due to acute decompensated heart failure (adhf) and cardiogenic shock that were caused by severe aortic insufficiency (ai) on high dose diuretics in the intensive care unit (ICU). The devices operated as expected and were not to be returned. Related manufacturer report number for the rvad: 2916596-2022-15782.